Manufacturer narrative:
Approximate age of device ¿ 4 years, 10 months. The patient's percutaneous lead compromise was reported in MFR# 2916596-2016-02085. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the patient was transplanted on (B)(6) 2016. The patient was listed as high urgent on the transplant list due to percutaneous lead compromise. No further information was provided.

Manufacturer narrative:
Sections d4, h4: additional information manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. The investigation of the patient¿s external percutaneous lead returned under MFR# 2916596-2016-02085 revealed a partially fractured green wire which could have caused the reported low speed and pump stop events. Additional information was requested, but not provided. No product is available for investigation. The heartmate ii lvas IFU ¿patient management section¿ covers wear and tear to the driveline and how to respond to such events. The heartmate ii patient handbook contains a section on caring for the percutaneous lead; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The heartmate ii patient handbook also contains important warnings related to pump stops. No further information was provided. The manufacturer is closing the file on this event.